Manufacturer narrative:
(B)(4) initial report. There has not been a malfunction or deterioration in the effectiveness of a corin device. It was reported that the appropriate size 1 to 3 unity keel punch was missing from a unity instrument kit. The surgeon had to use the larger size 4 to 6 keel punch which resulted in a fracture of the patients tibia. No surgical intervention was required and the surgery was completed successfully. It has been confirmed that the patient is doing well following the surgery. The investigation into this event is still ongoing and a supplemental report will be submitted following completion of this investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
It was reported that a unity keel punch, size 1 to 3 was not provided in the instrument kit. Therefore, the surgeon used the bigger size 4 to 6 which resulted in a fracture of the patient's tibia. No further surgical intervention was required. Surgery was completed successfully.

Manufacturer narrative:
(B)(4) final report. There has not been a malfunction or deterioration in the effectiveness of a corin device. It was reported that the appropriate size 1 to 3 unity keel punch was missing from the unity instrument kit ad thus the surgeon had to use the larger size 4 to 6 which fractured the patient's tibia. No surgical intervention was required and surgery was completed successfully. It has been confirmed that the patient doing well following the surgery. It has been identified that this event was due to a human error when assembling the instrument kits at corin. To negate the repeat of a similar event corin have issued a quality alert to the relevant employees and updated the document used when checking instrument kits during assembly. Therefore, corin now consider this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
It was reported that a unity keel punch, size 1 to 3 (123.061.00) was not provided in the unity instrument kit. Therefore the surgeon used the bigger size 4 to 6 (123.061.20) which resulted in a fracture of the patient's tibia. No further surgical intervention was required and the surgery was completed successfully and the patient was doing well following surgery.